Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The visual inspection of the returned product noted: that the circular seal for the trocar balloon was cut. The inflation syringe was not received. The insufflation bulb was received. The lock collar, trocar balloon and dissector balloon appeared intact. A functional evaluation found that the hole for the circular seal was covered, and the dissector balloon was inflated, no leaks detected. The trocar balloon was inflated using a test syringe, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of cut in the circular seal may occur when mishandled during clinical application. The root cause of the observed damage was found to be due to the device not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two videos of a device. The first video depicts the device with an unknown surgical instrument inserted through the cannula of the dissector balloon with water being squirted around the shaft of the unknown instrument. The second video depicts the device with the user squeezing the insufflation bulb while squeezing the dissector balloon. A small section of balloon is visible inflating and deflating. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there was no assembly component related condition. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when they were trying to make pre-peritoneal space in laparoscopic inguinal hernia procedure, the balloon was physically broken and it made strange noises. They noted that the balloon did not inflate and it was deflated. The procedure was extended by more than 30 minutes due to having issues insufflating the balloon. They used another balloon with a different lot number to complete the case. There was no patient injury.